Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested for suspect open spine clamp. No parts have been received by manufacturer for analysis.

Event description:
A site representative reported their open spine clamp had a defective screw. The damage was reported by their sterilization department. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.